Manufacturer narrative:
The customer was provided with a replacement glidescope avl video baton 3-4, and the affected video baton was returned to verathon for evaluation. The technical service representative evaluated the returned video baton, and was unable to duplicate the reported green lines. However, it was noted that the seal around the camera housing was missing, and that the camera housing was damaged. Since there are no repairs available for this device, and the customer received a replacement video baton under warranty, the returned product was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the display would show green lines. No delay in the procedure or use of a back-up device was reported. No harm to the patient or user reported.